Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) revealed that it passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Product was analysed.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determine that the cause of the lack of stimulation is unknown, but the patient does feel stimulation with the new lead which was placed during the lead revision/battery replacement. There were no further complication reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0265f, implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type lead. Evaluation conclusion code for both ins and the lead is (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a health care physician (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Premature battery depletion was reported by the patient and the hcp. It was noted the patient's battery was placed 5 months ago and had six months left. The patient reported no control over symptoms and no sensation with the stimulation any longer. The hcp and the patient made the decision to revise the lead and replace the battery. It was noted the patient's device was set to a pulse width (pw) of 270 and a rate of 40 hz per the hcp instructions. The patient's amplitude was over 5.0. The patient did not feel the sensory until high amplitude and it was not consistent on the four electrodes. Diagnostics performed included programs were changed in the office, the pw and rate were adjusted. It was noted impedance was normal. As a result, there was a lead revision and battery replacement due to a lack of motor and sensory responses. It was noted the issue was resolved at the time of this report. There were no further complications reported/anticipated.